Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) via cst tool that during meniscal repair surgical procedure, it was impossible to deploy the second implant. It was mentioned that the red trigger did not respond. The patient experienced a meniscal damaged due to the removal of implant. The surgery was delayed by 10 minutes. The procedure was successfully completed. The affiliate stated that when the event occurred they removed the suture and the implant from the joint. There were no fragments generated. It was reported that no other medical intervention was required. There was patient involvement. It was not reported if there was medical intervention or prolonged hospitalization. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated. The implants and the suture were not were not returned with the device. Visual inspection revealed that no anomalies on the exterior of the device. The sleeve was removed from the shaft and the tubing was in the correct position. The trigger was pulled and it functioned as expected. This complaint cannot be confirmed for the reported failure of will not release because the implants were not in the device. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. No nonconformances were identified for this part number, lot number combination. Review conducted per qlik query executed on 7/31/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided by the affiliate reported that another truespan device was used to complete the procedure after removing the first truespan.